Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was 660 mg/dl or 700 mg/dl. Customer was treated with insulin pump and intravenous insulin drip. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.